Manufacturer narrative:
Due to the automated mes system there are controls in the manufacturing process to ensure the product met specifications upon release. During visual inspection, the coil was returned detached/separated from the delivery wire and the main coil was found stretched. Functional testing was not required as the visual inspection confirmed the reported defects. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. Additional information provided by the physician indicated that the coil was stretched when used and the procedure was completed with another of the same device. The device was returned, and the main coil had been detached from the delivery wire and stretched. It is probable that the main coil was stretched and detached within the microcatheter due to procedural or anatomical factors during use. An assignable cause of procedural factors was assigned to the as reported and analyzed issues main coil stretched and main coil prematurely detached/separated during use and to the as reported issue coil in catheter friction as the issues are associated with a product that meets stryker design and manufacture specifications and was used in according with the dfu but due to procedural and/or anatomical factors during use, the product performance was limited.

Event description:
It was reported that the physician encountered resistance when advancing the subject coil during the procedure, and upon removal, stretched and prematurely detached of the coil were noted. Another coil was used to complete the procedure successfully. No clinical consequences were reported due to this event.

Event description:
It was reported that the physician encountered resistance when advancing the subject coil during the procedure, and upon removal, stretched and prematurely detached of the coil were noted. Another coil was used to complete the procedure successfully. No clinical consequences were reported due to this event.